Event description:
The customer reported that they found a black foreign substance inside the syringe after it was filled. No further clinical info was provided. No harm or injury was reported.

Manufacturer narrative:
Device eval: the eval has not been completed. The customer did not specify if this was the initial use of the device. A f/u report will be submitted when the eval has been completed. Eval method, conclusions: a f/u report will be submitted when the eval has been completed.